Event description:
Laparoscopic cholecystectomy - "clips were fired over the duct and artery. When the final clip was fired, surgeon commented that the handle was stuck in the fire position. Surgeon jiggled the trigger, the handle became unstuck and the case continued unremarkably." Patient status: stable.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.